Manufacturer narrative:
The pump is not being returned to animas for eval. No evidence of a mechanical issue with the pump was observed during troubleshooting.

Event description:
The pt contacted animas alleging a high blood glucose level and hospitalization. The pt claimed that her blood glucose level was "170 mg/dl" prior to bedtime on (B)(6) 2010. An empty cartridge alarm was noted that same day, but it is unk what time the alarm occurred. On (B)(6) 2010, the pt woke up at 7:00 am and was vomiting. The pt did not check her blood glucose at that time. However, she reportedly suspended the pump because she was not eating and was afraid to go low. At 12:00 pm that same day, the pt resumed the pump, but ended up calling paramedics at 3-4 pm because she was still vomiting and not feeling well. The paramedics tested the pt's blood glucose with an unidentified device and an unspecified result of over "600 mg/dl" was obtained. The pt reportedly had a kidney transplant on (B)(6) 2010. No site issues were noted. The insulin was new and no air bubbles were observed. The basal rates, bolus history, and date/time were reviewed and reportedly correct. The tdd also added up correctly. It is unclear as to what actions the pt took the day and night before the event occurred.